Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. It also had a scratched display window, cracked belt clip slot and cracked reservoir tube lip. No unexpected reset noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error during prime and the settings were cleared. The blood glucose at the time of the incident was 215 mg/dl. It was stated that the customer had to reprogram the settings about 3 times, but would still receive motor error alarms. The alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.